Event description:
Physician removed subphrenic catheter, which broke off. A portion of the catheter remained in the pt, in the abscess cavity, necessitating surgical removal. According to the physician, the catheter sheared off at about the level of where the catheter passed through the diaphragm. As this catheter was initially placed at another institution, no info is available regarding lot number.